Manufacturer narrative:
Date of event is estimated. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Event description:
Related manufacturer report number 3006705815-2021-01956, 1627487-2021-13446, 1627487-2021-13447. It was reported that the patient's lead has migrated. As a result, surgical intervention occurred on (B)(6) 2021 wherein the leads were repositioned and anchors were explanted and replaced to resolve the issue.